Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6 and h10. 4307- intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. There was no video observed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported failure and replaced the high resolution stereo viewer (hrsv) as a fix. The system was tested and verified as ready for use. Isi received the part involved with this complaint, but analysis has not been completed. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received. Log information was reviewed and error 121 was found. The error points to hrsv backlight error. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the right image in the high resolution stereo viewer (hrsv) was lost. System unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to re-occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right image in the high resolution stereo viewer (hrsv) was lost. The user checked the vision side cart (vsc) monitor and confirmed images on both left and right side were visible. The user rebooted the system but the issue persisted. A technical support engineer (tse) was contacted for troubleshooting assistance. The tse had the user perform a hard power cycle of the system and reseat the blue fiber cable but the issue was not resolved. Error 121 was found in the log pointing to the hrsv. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the issue occurred after ports were placed on the patient. The customer had checked for system functionality upon powering on the system and the system had powered on without errors or issues. The procedure was completed with vision only on the left side of the surgeon side console (ssc). There was no harm or injury to the patient. The procedure was in progress for 30-40 minutes when the issue occurred.